Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is inadequate system emc shielding. However this cannot be confirmed. The same foley catheter was being used in both cases. The same cables were being used in both cases. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "IFU for properly charging the device: when first using the sensica uo system, the internal back-up battery may require charging. Plug the system into a medical grade wall supply using the power cord provided, and allow a 20 hours to charge battery. To avoid battery drainage over time, is recommended to keep the system plugged into the wall during use whenever possible. The battery will recharge when the system is plugged into a wall supply. Cautions: during system start up and in general practice, plug the sensica uo system into a wall power supply whenever possible. After using the system on batter back-up, plug it back into the wall power supply recharging and to avoid system shut down due to a drained battery." Correction: f,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there were some temperature differences noticed between sensica (sccs1002) and arctic sun. The same foley catheter was being used in both cases. The monoplug adapter was being used with sensica, but not with the arctic sun. Sensica was consistently showing a higher temperature around 0.4 degrees c higher. Per email response received on 28dec2021, it was stated the device number was still unknown, and a patient was involved but unaffected by the incident. The device was not repaired. As of now, issue was unresolved. Customer unsure of which specific monitors were observed to have experienced this issue. Complainant stated it was unconfirmed as to whether this was a fault of sensica or a fault of arctic sun or something else.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were some temperature differences noticed between sensica (sccs1002) and arctic sun. The same foley catheter was being used in both cases. The monoplug adapter was being used with sensica, but not with the arctic sun. Sensica was consistently showing a higher temperature around 0.4 degrees c higher.